Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had high impedance. It was noted that several other positioning locations were attempted which did not resolve the high impedances. It was also reported that when it was attempted to record a wavelet reference, it was very difficult to do because there was either six difference morphologies or the match was between 0 and 90 percent in the same frequency. The lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.